Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was the patient reported they believe on (B)(6) 2023, they went into the (B)(6) hospital in (B)(6) and had a procedure done. They were told it was something like they were having some issues with their stomach for constipation because they were weaning on and off hydrocodone. However, the patient believes when they did that procedure, they did something different. They believe they placed a sacral nerve stimulator inside of the patient's body and told the patient it was ""something to do with a colon thing. "" the patient was in the hospital for 2 days and they told them it was for a colonoscopy but the patient never had one of those. They put it up their rectum with a large tube and the patient was screaming under no anesthetic. The patient had a follow up and they didn't even do anything. The doctor has now lost his license and the hospital is trying to cover up what they did by firing the doctor and his wife but they are not helping the patient. Patient stated they have done a lot of research and they did not perform a surgery, they performed a torturing process in a back room where they were yelling and screaming in pain. They did not do a test with all these stuff but they know it is in their body and no one in the state of (B)(6) will tell them that it is inside of their body. Patient has had scans done and they are still lying. They think the doctor ordered it secretly and would not put it under their name. They never had a 30-50,000 dollar device that this thing costs and it has never been filed on insurance nor have they ever had a controller to the thing. They are screaming after an hour for the doctor why they tortured them. The device is alarming and they have had a horrible experience not to mention the doctor. They now understand why the doctor's wife has set them up as a child molester but it is not true. Reviewed there are no devices registered to the patient at this time. Reviewed none of the neurostimulators manufactured by (B)(6) are implanted rectally and would also be easily visible on imaging. Patient asked if they should go to a different state/hospital system to have more imaging done because patient believes the hospitals in (B)(6) are lying to them. Ps reviewed role of (B)(6) and that we cannot offer medical advice. Pc made to the phone number pt called from speaker was a male who stated that (B)(6) - phone calls keep coming to this number which is his number. Speaker knows marie but stated that he has not seen her in years because " she has mental issues, lives on drug's, does not stay in a house or apartment probably does not have any device implanted in her". Speaker refused to give his first name and requested that we should take his number off of (B)(6) profile. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).